Event description:
An infection control nurse called to report that when cidex activated solution fails or reaches below the minimum effective concentration (mec), two gallons of the solution that failed are removed from the medivator unit leaving two gallons. Then two gallons of new cidex solution that meets the mec is added to the first solution to make up 4 gallons of the product. This process is contrary to the product instructions for use (IFU). The caller has no idea how long this process has been in use. The facility is investigating this matter as well as the pt population involved for any possible pt adverse effects and will advise asp should the need arise.